Manufacturer narrative:
Additional MDR associated with this event: 3025141-2020-00200: plate.

Event description:
A plate tack was being used during an orthopedic surgery to hold a plate against a bone. The plate tack snapped while in the patient's bone. The broken tip was left implanted.

Event description:
A plate tack was being used during an orthopedic surgery. The plate tack snapped while in the patient's bone. The broken tip was left implanted.